Event description:
It was reported that a pump alarm, specifically alarm 30, occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The technical support team assisted by instructing the customer to load a new cartridge, but the issue persisted, leading to the decision to replace the pump. The customer was advised to use multiple daily injections as a backup therapy and was provided instructions for putting the pump into storage mode before returning it. The customer acknowledged these instructions and confirmed the necessary arrangements.